Event description:
It was reported that the clinic noticed, that the pt's skin flap was infected (no date given). Treatment was unsuccessful and the device was explanted in 2007, due to skin flap necrosis. Reimplantation surgery is tentatively planned for three months later.

Manufacturer narrative:
.